Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 585 mg/dl. The customer treated with the insulin pump and drank water and the blood glucose reading did not come down. She changed out the infusion set and reservoir and insulin and then treated with a manual injection. She experienced chest pain, constant urination and a fruity taste in the mouth. The drive support cap appeared normal and recessed. A large air bubble was noted in the tubing and the customer was assisted in priming them out. Insulin exited with a manual prime and no leaks were observed. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.